Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the rotational speed of the device was below the minimum required rotations per minute, and the device was making noise above the acceptable decibels. It was further determined that the device failed pretest for rotational speed and noise verification. Therefore, the reported condition that the device did not work was confirmed. The assignable root cause of this condition was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that handpiece device did not work. During in-house engineering evaluation, it was determined that the rotational speed of the device was below the minimum required rotations per minute, and the device was making noise above the acceptable decibels. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.